Event description:
Per importer's MDR: a malfunction involving a guardian rollator was reported to sunrise medical on 11/05/2013. It was reported to sunrise medical that the end user was walking up a ramp to his home when the rollator allegedly collapsed and the end user fell. There were no injuries reported due to this malfunction.